Event description:
It was reported that the patient decided to withdraw care due to failure to thrive. The patient's pump was turned off and the patient expired shortly after. The patient was noted to have a progressive neurological disorder, was non-ambulatory and bed bound. The patient had a gastrointestinal (gi) bleed. The patient was also on continuous milrinone drip. The patient's death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, "introduction", lists bleeding, neurological events (not stroke related), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU also lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.